Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had low volume. It was also reported there was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was not found out of specification in relation to the reported low volume issue which was not reproduced. Evaluation was unable to confirm or reproduce the reported symptom, therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.